Event description:
It was reported that the patient presented remotely via merlin.net. Transmission revealed that the right ventricular lead exhibited noise oversensing. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Manufacturing date is unavailable.